Event description:
It was reported that the user experienced hyperglycemia with a blood glucose level of 401 mg/dl while using the ilet with an fsl3+ sensor, including discordant glucose values across fingerstick, sensor, and pump, along with discovery that the ilet date was set incorrectly and that the pump showed a prolonged pause despite the user not initiating it; supplies confusion occurred when insets were missing from a goodwill shipment. Symptoms included elevated blood glucose without reported acute clinical sequelae. Outcomes included troubleshooting support, correction of the device date, report synchronization, education on monitoring and follow-up, and shipment of replacement supplies. Investigation included review of device data, assessment of operational status and settings, confirmation of supply fulfillment, and user follow-up to trend glucose and determine whether a pause occurred. Investigation of this case revealed hyperglycemia of unclear cause, with potential contributors including sensor accuracy concerns, an incorrect device date setting, and a recorded pause event not acknowledged by the user; no alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.